Event description:
It was reported that the bd precisionglide¿ needle had an abnormality "like over-bonding".

Manufacturer narrative:
Investigation: one sample was received for evaluation. It has an epoxy drip over on the plastic hub. One photo was also provided, it shows the same defect of the sample, drip over the plastic hub. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had an abnormality "like over-bonding".